Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a bilateral retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor would not open. The basket opened while outside of the patient, but would not open when inside the patient. The stones that were unable to be retrieved using the device were fragmented using a laser. No section of the device remained inside the patient's body. The complainant did not report of any adverse effect(s) on the patient due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during a bilateral retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor would not open. The basket opened while outside of the patient but would not open when inside the patient. The stones that were unable to be retrieved using the device were fragmented using a laser. No section of the device remained inside the patient's body. The complainant did not report of any adverse effect(s) on the patient due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One ngage nitinol stone extractor was returned in open packaging and plastic tray. No visible kinks or bends were noted. The basket would be able to be opened and closed using the handle, but a clicking noise could be heard and some resistance was felt. All fittings were tight. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was recorded for this product lot for an unrelated failure mode. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.